Manufacturer narrative:
In this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Initial reporter phone#: (B)(6). Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported that an order of bd microtainer® contact-activated lancets contained a box of a different product type.

Manufacturer narrative:
PMA / 510(k)# is corrected to exempt.